Event description:
Pt spontaneously stated that with her medication change yesterday, cadd legacy (sn (B)(4)) ran for about an hour before it started giving an error of "cassette not connected". Pt said she tried resetting the pump and restarting, couldn't get it to work. She switched over to her backup pump with no issue / harm to pt. Pump with error is being returned. Pt was shipped a new replacement pump. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.